Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, e4, h8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error code- e237 and no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the no communication error, the e237 scope error, and no image were due to deformation of the plug unit, corrosion at the circuit board unit in the scope connector, and corrosion at the cable unit. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no communication error is displayed during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient harm.